Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S.w version 4.11j. The pump was received with a scratched case, a missing display window cover, a cracked case-corner of belt clip rails near the battery compartment and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.

Event description:
Medtronic received information that damage physical or cosmetic occurred. There was no adverse impact or consequence reported as a result of this event.